Event description:
Asku.

Event description:
It was reported that within two days of implant the right ventricular lead had been revised twice. The first revision was due to a lead dislodgement and the second was a result of no capture at maximum device output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A review of the save to disk found no anomalies. Daily impedance measurement data shows ventricular pace bi impedance=399 ohms and svc defib=47 ohms on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.